Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned for evaluation. We will provide a follow up report upon completion of our investigation. Product background: the pt100 myairvo 2 humidifier (myairvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The myairvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times.

Event description:
A distributor reported on behalf of a patient in michigan that a pt100 myairvo 2 humidifier did not have an audible alarm. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4) product background: the pt100 myairvo 2 humidifier (myairvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The myairvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint myairvo 2 was received at fisher & paykel healthcare (f&p) in new zealand where it was inspected by a trained f&p employee. The device was performance tested and the audible alarm function was checked. Our investigation is based on the information provided by the customer, our evaluation of the subject device, previous investigations of similar complaints, and our knowledge of the product. Results: performance testing revealed that the audible alarm of the myairvo 2 unit was working. Conclusion: we are unable to determine what may have caused the reported failure as there was no fault found with the returned device.

Event description:
A distributor reported on behalf of a patient in michigan that a pt100 myairvo 2 humidifier did not have an audible alarm. There was no patient involvement as the issue was found whilst the device was not in use on a patient.